Event description:
The customer reported that sinus images are flipped.

Manufacturer narrative:
There was no reported patient injury associated with this event. A follow-up report will be filed if additional information becomes available. (B)(4).